Event description:
It was reported that during an atrial flutter right (r-afl) procedure, a steam pop occurred and an echo confirmed a perforation at the right atrium. Pericardiocentesis and surgical repair was performed. The patient was reported stable and discharged from the hospital. The reporter stated that the impedance delta cut-off was set to 100. Additional information was requested to the clinical specialist to obtain detailed information regarding the event.

Manufacturer narrative:
Product analysis investigation could not be conducted since the product was not returned to bwi. Device history review could not be performed since the lot number was not provided by the customer. Concomitant products: carto 3 system: u.s. Catalog #: fg540000, serial #: (B)(4). Stockert 70 system: u.s. Catalog #: s7001, serial #: (B)(4). Cool flow pump: u.s. Catalog #: cfp002, serial #: unknown (under investigation). (B)(4).